Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery needs replacement.